Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 104.4 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm.